Event description:
It was reported that the gastrointestinal videoscope received a e315 scope error. The event occurred during set up. There had been no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to liquid immersion in the scope connector, and the light guide plug was not good. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.